Event description:
Customer reports that they had started an IV on a pt in the ER. They are reporting that the catheter sheath broke off and traveled some distance from the insertion point in the pt. The pt was then x-rayed. The catheter sheath that broke off had to be removed surgically from the pt. Customer is reporting that when the introcan was discontinued there was only 1/8 inch of the catheter sheath left on the hub.